Manufacturer narrative:
During testing, it was found that testing instructions state the event history is to be downloaded and reviewed; however, this is not possible as the device does not power on. The pump failed self-test as it failed to power on. Probable cause for the pump failing to power on could not be determined. This device is to be retired.

Event description:
It was reported, on an unknown date, that the device involved in the event does not count the drops. There was no report of patient involvement or harm. No additional information is available at this time.